Event description:
It was observed that during the device evaluation, that the subject device had exhibited the plug unit was defective and causing the image to become blurred, indistinct or noisy. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.